Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause has not been identified. Attempts have been made to obtain additional info by phone, fax, email, and mail. A completed questionnaire was not received. (B)(4).

Event description:
An individual reported that a consumer had an unexpected post-op refraction after having an intraocular lens (iol) implanted. In a follow up, an individual at the facility reported that the iol will not be exchanged. Additional info was requested.